Event description:
It was reported that during a preparation for stenting intervention procedure, a tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). This 182cm pt graphix guide wire was selected; however, during unpacking the device was extracted from the proximal end of the hoop and about 5cm of the wire tip fell off. It was further reported that the device was not flushed with saline before or during removal from the hoop. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Event description:
It was reported that during a preparation for stenting intervention procedure, a tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). This 182cm pt graphix guide wire was selected; however, during unpacking the device was extracted from the proximal end of the hoop and about 5cm of the wire tip fell off. It was further reported that the device was not flushed with saline before or during removal from the hoop. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was received cut in two sections and presents the distal tip damaged. Device was received loaded in the hoop. The proximal section presents a kink at 56.5cm, and the distal section presents the distal tip kinked. All outer diameter measurements were within specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results,failure occurred due to a bending overload followed by a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).